Event description:
It was reported the colonovideoscope had incorrect reprocessing there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 - device available for evaluation, d9 - date returned to mfg, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak in the switch. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope failed the resitest three time was due to the leak in the switch caused by a component failure. Olympus will continue to monitor field performance for this device.